Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The hose assembly was replaced and the drill was returned to the customer.

Event description:
It was reported that a cut in the hose portion of a pneumatic drill was discovered at the user facility. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.